Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used the scs system for a long time and the scs system has been turmed off. The patient is requesting the scs sytem to be explanted and a pain pump will be implanted.

Event description:
Follow up information identified the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted.